Manufacturer narrative:
Qn# (B)(4). The customer returned one guide wire for evaluation. The guide wire showed evidence of use. The guide wire was observed to have one major bend and offset coils towards the distal end of the body. Microscopic examination confirmed the bend in the guide wire body. Both welds were present and were observed to be full and spherical. The bend in the guide wire was located 45 mm from the distal/proximal tip. The overall length of the guide wire measured 350 mm which is within the specification of 350 mm - 355.6 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.612 mm which is within the specification of 0.610 mm - 0.635 mm per guide wire product drawing. The returned guide wire was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "using the two-piece arrow advancer , advance spring-wire guide through guide wire introducer needle or catheter into vein." The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instr uctions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was bent and had offset coils at 45 mm from the distal tip. The returned guide wire met all relevant dimensional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The md was performing the procedure and found the j-tip guidewire was kinked. The device was replaced. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The md was performing the procedure and found the j-tip guidewire was kinked. The device was replaced. No patient harm reported. The patient's condition is reported as fine.